Manufacturer narrative:
Evaluation of the returned icy catheter confirmed the customer reported complaint. A pinhole leak was noted at the distal balloon; however, the exact root cause could not be determined. During initial functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a pinhole leak was noted at the distal balloon. Following testing, all balloons were able to deflate without difficulties. The potential cause of the pinhole leak is likely to be latent defect (e.g., a microscopic gel particle) in the balloon that eventually leads to a pinhole. All balloons go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength. In addition, during manufacturing, all icy catheter are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. A visual inspection of the returned catheter was performed. The catheter was received with accumulated/ dried blood on the balloons, shaft, luered tubings and infusion ports. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for icy catheter lot # 60708.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for therapeutic hypothermia. A zoll quattro catheter was inserted into femoral vein by an experienced register nurse (rn) on (B)(6) 2016. When the rn connected the catheter to the start-up kit (suk), she instantly noticed blood was getting into the suk tubing. The nurse immediately placed the ivtm system in standby. Leak was noted on the balloons of the quattro catheter. The rn stated that the issue likely was caused by something that occurred during insertion of the catheter. The catheter was replaced to continue their temperature management therapy. No know patient consequences reported.